Manufacturer narrative:
The screw has not returned for evaluation. Radiograph images were provided which confirm the event of a fractured si screw. A review of the device history records could not be performed as the identifying part and lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During a postoperative visit, a radiograph image revealed a screw fracture. The patient is experiencing back pain and will undergo revision surgery.